Event description:
Health professional reported explant surgery for a pt who "did not tolerate the device" after having a lap-band implanted. No further info regarding the procedure is known. The device is not available for return. Additional info has been requested but has not been received at this time. The device is not available for return.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not been received by allergan. Based upon implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter stated the device was discarded when it was explanted and it is no longer available for return. Therefore allergan will not receive it an no analysis or testing will be done. Device labeling addresses the potential of adverse events, including intolerance, as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."